Event description:
An abutment screw fractured inside an implant. The surgeon had to perform an additional surgical procedure to remove the abutment screw from the implant. The implant had fractured as well as which was removed from the pt at the same time the abutment screw was removed. Pt injury has not been reported.